Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about leakage from the connection between protector and vial. As a result of investigating the actual product returned for (B)(4), we confirmed that there was a leak not from the injector and protector, but from between the protector and vial, so we created this pir/pr regarding the protector. <report contents of (B)(4)> leaking from injector there is a leak from the connection between the injector and protector. Please investigate.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one injector connected to a syringe and one protector attached to a vial was provided to our quality team for investigation. Through visual inspection, no damage or other issues were observed on any of the devices. Functional testing was performed and verified the injector could be properly engaged without issue. Upon withdrawing liquid from the vial no leakage between the injector and protector or injector and syringe was observed, however, a leakage between the protector and vial did occur. Further evaluation identified the protector did not penetrate the vial properly, penetrating off center and leading to the leakage observed. A device history was performed and found no no-conformances related to the reported issue during production of injector lot 2310007. As the protector lot involved in this incident is unknown, a device history review could not be performed. Retained injector samples from lot 2310007 were used for additional evaluation. All injectors could be securely attached to both a syringe and protector without issue and functioned as intended. Based on our sample investigation, the leak occurred as a result of the protector being incorrectly assembled onto the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.